Event description:
This is filed to report the gripper actuation issue. It was reported that the mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with mr grade of 3-4. There was a prolapsed leaflet flail in a2/p2 and in the a3/p3 segment. The first clip was implanted without issue. A second clip was advanced, however during the second grasping attempt, one gripper arm lowered, while the other gripper arm only lowered approximately 5 degrees. Troubleshooting was unsuccessful. Raising and lowering the gripper arm three times did not resolve the issue. The clip was inverted and closed to 120 degrees, this time the issue resolved. The clip was placed in a2/p2 with both gripper arms lowering at the 120° clip arm angle. Mr was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot which would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a cause for the reported gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.